Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an implantable cardioverter defibrillator that showed non sustained right ventricular oversensing (nsrvo) alerts for post-paced t-wave oversensing (pptwos). The patient came into the clinic and had programming changes made on their device. The issue was resolved. No patient consequences were reported.